Event description:
Consumer reports inconsistent readings. Analysis run on clark error grid using mean avg. Reading (172) as ref. Point vs. Bd readings (251, 214m 51) yielded data points in the c range of the grid, outside acceptable limits.